Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy d.a.s.h. Dome tip double lumen sphincterotome (that is preloaded with a tracer metro direct wire guide, 0.021" in diameter). The physician used the sphincterotome to push a 4 french plastic stent over the wire guide. The stent was placed successfully. As the wire guide was removed from the sphincterotome, the outer black coating of the wire guide tip detached from the end of the wire guide. The detached section of the wire guide coating was retrieved and no section remained in the pt. Note: this is in contradiction with the intended use listed in the instructions for use. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our eval of the returned device confirmed the report. The outer coating of the wire guide tip has separated completely from the spiral coating. The outer black coating of the wire guide tip was included in the return. The coil spring connection at the very distal end of the wire guide remains secure. A product discrepancy or anomaly that could have contributed to this occurrence was not observed. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: the info provided indicated that the d.a.s.h. Dometip double lumen sphincterotome (with preloaded tracer metro direct wire guide) was used to place a plastic biliary stent. This is against the intended use and may be related to the observation. The intended use for the d.a.s.h. Dometip double lumen sphincterotome listed in the instructions for use states: "this device is used for cannulation of the ductal system and for sphincterotomy. If preloaded, also aids in bridging difficult strictures during ercp." The instructions for use advise the user not to use this device for any purpose other than the stated intended use. If the wire guide received excessive pressure, perhaps in response to resistance during stent placement, this could have contributed to separation of the wire guide coating tip. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this wire guide. The technique described includes flushing the injection port with sterile water prior to advancement through the endoscope. If the proper flushing technique is not following or inadequate flushing occurs, this can contribute to wire guide coating separation. Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes and tracer metro direct wire guides are subjected to a visual inspection to ensure device integrity. Corrective actions: no corrective action warranted at this time because the info provided indicated the product was used in contradiction with the instructions for use. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.